Event description:
It was reported that the patient underwent ¿minimally invasive fusion with posterior lumbar interbody fusion through a tlif approach at l4-5 and l5-s1; posterolateral instrumentation and fusion l4-5 and l5-s1 using peek cages, graft extender/expander, iliac crest bone marrow aspirates, local bone graft, and implantable spinal instrumentation.¿ the cage was filled with rhbmp-2/acs and bone, and placed l4-l5 / l5-s1. Two and half weeks post-op, the patient presented for lumbar MRI. Per medical records the patient fell on (B)(6) 2008 and pain progressed. MRI results revealed ¿l4 through s1 plif with post-op changes, nonenhancing material along left extraforaminal margins at both levels greater at l5-s1. This could represent post-op fluid or be related to graft material. Probable minimal residual central protrusion at l5--s1 but no spinal stenosis.¿ six months post-op, per nurse¿s note, the patient was involved in motor vehicle accident (mva). CT scan of the spine was ordered. The patient complained of back pain down her tailbone. CT of the lumbar spine showed a successful posterior fusion at l4-5-s1, and healed anterior at l4-5, and bone in process of healing at the lumbosacral junction without complications. Approximately 25 months post-op, the patient underwent lumbar CT scan for unknown reason. Imaging film indicated mild facet arthropathy at l3-4. Approximately 35 months post-op the patient underwent right sacroiliac joint injection. Thirty-six months post-op, the patient underwent trial spinal cord stimulator lead placement. Approximately 37 ½ months post-op, the patient underwent placement of permanent spinal cord stimulator. Sixty-three months post-op, the patient was seen for office visit complaining of pain. Patient will need revision scs including battery revision due to positional changes-consider battery change.¿

Manufacturer narrative:
Concomitant products: peek capstone cages, mastergraft graft expander/extender, iliac crest bone marrow aspirate, legacy and sextant implantable instrumentation (implant (B)(6) 2008). (B)(4). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.